Manufacturer narrative:
The aware date was updated, date of event and describe event or problem were updated with correct information.

Event description:
This report is being filed to correct information from the initial report. It was reported that the right ventricular (rv) lead exhibited oversensing of noise leading to pacing inhibition two seconds of pacing inhibition for this pacemaker dependent patient. Low rwave amplitude was also observed. Further there was cross talk from the pwaves being sense on the ventricular channel. A revision procedure was scheduled, however the patient had an elevated temperature so it was temporarily cancelled. Approximately one month later a revision procedure was performed where the lead was surgically abandoned and replaced. It was noted the rv lead was across the valve which was causing the sensed atrial activity on the rv channel and inhibiting pacing. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of noise leading to pacing inhibition with less than two seconds of asystole. Subsequently a revision procedure was performed where the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.